Event description:
It was reported that the patient was hearing their pump alarm. It was noted they had only had one refill session on (B)(6) 2013. The patient was due for another refill on (B)(6) 2013 but didn¿t go because she was experiencing ¿difficulties with the pump;¿ the patient was reportedly having the pump removed on (B)(6) 2013 because it had not been effective, was uncomfortable and causing her pain. The patient¿s spine hurt and she had been having migraines. This had occurred since implant. The type of medication being provided via the device system was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient received assistance from their health care provider (hcp) on (B)(6) 2013 and their concerns were resolved. No further information was provided. Additional information has been requested, but was not available as of the date of this report.